Event description:
The clinician reports the implant was inserted (B)(6) 2023 in the patient's mouth. Details of surgery: primary stability not achieved. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: infection, mobility and abscess. No further patient complications were reported.